Event description:
One week after implant, interrogation of the ICD showed a loss of capture and sensing. Two days post event the pt underwent a procedure and the ventricular lead was repositioned, disconnected from the ICD and reconnected again. In addition, an atrial lead was added. After the repositioning and reconnecting of the lead, the ICD functioned appropriately. The ICD was again interrogated and re-checked the following day and the ICD was still functioning appropriately. Prior to submission of this report, co was informed that the pt died in 2001 from a cerebral infarct, which is unrelated to the ICD.